Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  Upon investigation the rear response button was not activating.  The cause for the failure was intermittent switch contacts on the rear response button. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.